Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 8598, lot# b004295n43, implanted: 2003-(B)(6), explanted: 2015-(B)(6), product type catheter. Product ID 8596, lot# b003916n49, implanted: 2003-(B)(6), explanted: 2015-(B)(6), product type catheter. Product ID 8637-40, serial# (B)(4), implanted: 2014-(B)(6), product type pump. (B)(4): analysis of the unknown sutureless pump connector found indents and circular coring in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. Pressure testing in the lab showed the sc connector to be leaking, most likely due to the coring that was seen. Damage was also seen on one of the retaining ring fingers.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient receiving gablofen (concentration 2000 mcg/ml, dose 226 mcg/day) via an implantable pump. The indication for use was cerebral palsy and intractable spasticity. Other medications that the patient was taking were listed as; triliptal, miralax, vitamin d, amoxicillin. The patient's medical history was listed as; spinal infusion approximately two years ago, bilateral hip surgery, adenoid and tonsil removal, tendon lengthening in legs. The patient mom reported to the clinician that the patient demonstrated intermittent therapeutic effect - alternatively demonstrating signs of withdrawal as evidenced by itching, increased spasms, irritability then demonstrating signs of overdose as evidenced by somnolence and slow, shallow, breaths. On (B)(6) 2015, they successfully withdrew cerebrospinal fluid from the catheter access port. A catheter dye study showed contrast exiting from the tip of the catheter into the intrathecal space. The patient was given oral baclofen and tranxene and patient diminished the signs and symptoms of withdrawal. Surgical intervention occurred and the catheters were explanted and replaced on this report date. The patient was restarted on the previous rate of infusion (baclofen 226 mcg/day) flex programming. At the time of this report it was unknown as to whether the issue was resolved and patient status was "alive - no injury." The patient was currently receiving therapeutic effect please refer to mfg. Report# 3004209178-2015-22672 for the initial issue encountered. This sutureless connector was not registered to the patient, so it was not added to the aforementioned system report. The analysis performed suggests the issue was due to the sutureless connector.